Event description:
The customer reported locking mechanism for rigid endoscope was slightly bent, causing the image to shift depending on how the locking mechanism was rotated involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.